Event description:
It was reported an application instrument for a sternal zipfix was not seeding properly. The little piece at the tip was the portion that was not seeding properly when inserting a zipfix implant. The device is part of the sales consultants field inventory. The event is not related to any specific case or patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was done. The manufacturing documents were reviewed and no complaint related issues were found investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.